Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2010: patient presented with following pre-op diagnoses: status post l5-s1 anterior disk replacement and posterior left-sided l4-5 and 5-1 micro decompression, presenting with post laminectomy syndrome, with pain. For which, patient underwent following procedures: anterior right-sided peri-umbilical retroperitoneal approach to lumbar spine from l5 to s1; anterolateral left-sided periumbilical retroperitoneal approach to lumbar spine from l4 to l5; dissection of extensive scar tissue; hardware removal of the prosthesis at l5-s1; partial corpectomy at l5-s1 in preparation for interbody grafting; anterior disk resections at l4-l5; partial corpectomy at l4-5 disk space in preparation for interbody graftingl anterior interbody fusion at l4-5 and l5-s1; use of interbody allograft implant for fusion at l4-5 and l5-s1; use of bone morphogenetic protein-soaked collagen sponge for fusion, l4-5 and l5-s1; anterior instrumentation at l4-5 and l5-s1 with screw and washer; radiographs for identification of surgical level and for confirmation of appropriate placement of grafts; use of fluoroscopy for duration of instrumentation; modified for higher than normal complexity for two reasons: revision case with extensive scar tissue; morbid obesity. This was the first stage in a 2-stage operation. Per op notes, at the l5-s1 disk space, a trial implant was then malleted in at the disk space to assess for appropriate size of the femoral ring allograft, which was a 19. Fluoroscopy was used to verify this. Bmp-soaked collagen sponge was stuffed into the intramedullary space of the graft. The graft was then malleted in to the appropriate depth. Again, fluoroscopy was used to verify this. Then instrumentation was performed across the graft. At l4-5 disk level, a trial implant was then malleted into the disk space to assess the appropriate size of implant which was a size 15. Fluoroscopy was used to verify this. Bmp-soaked collagen sponge was stuffed into the intramedullary space of the femoral ring allograft. Then the graft was carefully malleted into the appropriate depth. Again, fluoroscopy was used to verify this. Then instrumentation was performed across the graft. Patient tolerated the procedure well with no complications reported. Patient was again presented with post-laminectomy syndrome status post anterior disk replacement. For which, patient underwent following procedures: posterior revision, midline approach to the lumbar spine from l4 to s1; removal of extensive epidural scar tissue; revision, decompression with left-sided hemilaminectomy at l5-s1 and left-sided hemilaminotomy at l4-5, medial facetectomies at levels l5-s1 and l4-5 and foraminotomies at l5-s1 and l4-5; use of microscope for decompression; use of bone putty, bmp and local laminectomy bone for posterolateral fusion; posterolateral intertransverse process fusion from l4 to s1; segmented posterior instrumentation from l4 to s1 with the system with pedicle screws and rods; intraoperative ssep, mep monitoring and direct stimulation of pedicle screws; the use of radiographs for vertebral level localization and for confirmation of appropriate hardware placement. Per op notes, by the end of the decompression procedure, the central canal, lateral recess and foramina of the l4-5 and l5-s1 space on the left side were palpated to be widely patent. This was the second stage in a 2- stage procedure. Per op notes, gelfoam was then laid down over the canal to prevent bone graft from falling in. Bone grafts from local laminectomy as well as bone putty and bmp was then placed along the posterolateral gutters bilaterally spanning the exposed and decorticated posterolateral elements. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.